Manufacturer narrative:
H6: investigation summary DHR was reviewed and there were not any qns or other events that could be related to this complaint. A retained sample of this batch is without a bent cannula defect. No samples were returned for further investigation. Based on investigation above, the certain cause cannot be concluded at this time. Embecta was not able to duplicate or confirm the customer¿s indicated failure mode. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pen needles cannula was broken. The following information was provided by the initial reporter: usage: (B)(6) 2023 when preparing to use the needle for subcutaneous injection of a disposable injection pen at 8:00, after opening a new packaging of the needle for a disposable injection pen, it was found that the needle was seriously tilted and suspected to be broken, and normal subcutaneous injection could not be performed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needles cannula was broken. The following information was provided by the initial reporter: usage: (B)(6) 2023 when preparing to use the needle for subcutaneous injection of a disposable injection pen at 8:00, after opening a new packaging of the needle for a disposable injection pen, it was found that the needle was seriously tilted and suspected to be broken, and normal subcutaneous injection could not be performed.